Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. However, the troubleshooting process could not be completed as user stopped responding to the communications from customer care. No further information was available for this complaint.

Event description:
On february 5, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.